Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test at 6.2%. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history and event history log review found no alarms in history pertaining to customers reported problem. The reported problem could not be confirmed as the device was found to be within manufacturing specifications. The device then passed all functional tests after the repairs.